Event description:
The patient reported intermittent stimulation as well as pain at the implant site. An advanced bionics representative performed device evaluation. An error with the device was confirmed. Explant surgery has been recommended.